Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedances greater than 2,500 ohms for the last year. Additionally, the pacing thresholds were high at 2.5 millivolts. It was reported that the patient does not use pacing in the rv. The lead will likely to revised during a generator changeout procedure. At this time, a changeout procedure has not been scheduled; however, the patient does have an appointment to meet with their physician to be evaluated and schedule the changeout.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.